Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 85% stenosed, 32x3.50mm, eccentric and de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation of a 3.5x15 emerge balloon catheter, a 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was found that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.